Event description:
While drs. Were closing, the 3-0 stratafix ps-2 double armed started to fray. The suture started to fray on the working side after a few passes through the tissue which led to more stratafix being opened and the same problem occurring. After several suture packs, the incision was closed.